Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong. Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced leakage at quick release. The issue occurred with ten similar types of infusion sets. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 5391100 have already been previously tested in the (B)(4) on (B)(6) 2024. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report 1850877. Device history record (DHR) review: the lot 5391100 as manufactured according to the work instruction (wi) version 71 manufactured in the machine 12, on 10/jun/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5391100 and one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production, only one complaint received.

Event description:
To date no additional patient or event details have been received.